Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis manifested by abdominal pain. The cause of the event, treatment, patient hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The event occurred on an unreported date in 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the fungal peritonitis was also manifested by cloudy effluent. The patient was treated with fluconazole (oral) and amphotericin b for the event. At the time of this report, the patient has recovered from fungal peritonitis. Action taken with pd therapy was unknown. Should additional relevant information become available, a supplemental report will be submitted.